Event description:
It was reported that during an anterior lumbar fusion at l5-s1 the surgeon had difficulty with implanting the hardware. It was stated that the patient's disc space measured approximately 8 mm in height and the struts that the surgeon was putting in were 12 and 14mm in height. The surgeon made several attempts to form the construct but the locking mechanism would not engage properly. It was stated that the struts would jam and were difficult to remove. After the third attempt, the surgeon was able to complete the construct with 3 degree medium endplates and 14mm struts.

Manufacturer narrative:
The investigation was performed by reviewing the product documentation, inspecting the returned implants, and performing a functional test of the returned instrumentation. The investigation concluded the products were within specifications. From analysis of the parts and descrtipon of the events, the difficulties with the endplate/strut construct were related to insufficient distraction force as a result of incorrect choice of implant size by the user. Surgeons receive supplemental training on the use of the infix products prior to shipment for implantation. The surgeon associated with this event was reportedly trained on 2/5/2007. Further investigation is pending.